Manufacturer narrative:
Product analysis:the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve upon full deployment, the valve dis lodged 3 mm above the annulus on the non-coronary cusp. A transthoracic echocardiogram (tte) and angiographic evaluation showed moderate paravalvular leak (pvl). A second valve was loaded onto a second delivery catheter system (dcs) and successfully implanted valve-in-valve. The pvl was reduced to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.